Event description:
Bd affirm collection device has a glass ampule inside which must be squeezed to break. The nurse broke the ampule and the glass stabbed through the side of the plastic collection device and puncture her finger. The skin was broken but did not need medical attention other than a band aid.